Event description:
Customer reports via phone that during an ercp procedure on a male pt (age unknown), the fluoro failed at the end of the procedure. Physician completed procedure using rad imaging. The pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) found the problem was due to low voltage of the 24v table power supply. When the table was moved, the voltage dropped to 15v. Technical service was asked, and explained that fluoro can be affected by the voltage when it drops as low as 15 volts. Fse replaced the power supply and verified the supply remained at 24v during operation. The operational check of the system per service checklist (B)(4) was completed. The service checks performed for (B)(4) includes checks of fluoro. Unit passed checkout procedures and was returned to the customer for service.